Event description:
The surgeon performed a laparoscopy on a pt with chronic pain. At that time they removed some filschie clips, fulgurated endometriosis, and lysed some mild adhesions. They also ablated the uterosacral ligaments. On day 2, the pt developed severe pain and ileus. They had a normal white blood count and a normal temperature. CT showed fluid in the cul-de-sac. Their pain progressed and 9 days after surgery, they were taken back into the operating room and re-explored through a laparotomy incision. The surgeon found extensive pelvic adhesions, significantly worse than during the previous procedure. They described "a glob of thick gelatinous material" in the cul-de-sac which they described as concentrated intergel. They also described fibrotic and inflammatory adhesions surrounding this material adhering the ovary to the cul-de-sac. They removed the material, performed an extensive lysis of adhesions and the pain resolved quickly. This material was cultured and was negative.